Event description:
A us distributor returned a monitor indicating that it was resetting during pulse testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse testing) was confirmed. As received, the monitor would not power on completely. Upon evaluation, the monitor would not communicate with the sd card. The sd card appeared corrupted. No adverse event resulted from the monitor resets.